Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) is without stimulation and is unable to establish communication with the ipg via the programmer. A low battery warning was previously observed on the patient's programmer, but was later cleared. Surgical intervention will be undertaken to address this issue.